Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms. Technical services was consulted to review lead trend data. Ts reviewed and found there was observations of noise on the presenting electrogram (egm) possibly due to myopotential however, the noise was not oversensed. Additionally, it was noted that the rv pace impedance and intrinsic amplitudes have increased and recommended to evaluate the patient's condition and to replace the lead if impedances reach over 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.